Event description:
It was reported that there was a small volume intermate that was leaking. The leak was identified before the device was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(4). This lot was manufactured from august 28, 2014 to september 03, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.